Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service technician. The results of investigation are not available at this time. Once results become available, a supplemental medwatch form will be submitted.

Event description:
It was reported to carefusion that during a patient transport with a ventilator, the ventilator was plugged into the oxygen outlet to the wall and the ventilator started to beep ¿battery empty¿ and the ventilator became inoperable. The patient was manually ventilated until another ventilator was placed on the patient. There was no patient harm associated with this complaint.

Manufacturer narrative:
Results of investigation: this unit was field serviced by a carefusion authorized service technician. During testing and evaluation, it was discovered that the battery was not charged. After charging the battery, the unit functioned properly without any further issues. The service technician also performed the units 10k routine preventative maintenance.